Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. The hcp reported they had an intrathecal baclofen (itb) patient who received an epidural injection several months after a catheter revision. They thought that the epidural medication might have followed an existing track into the intrathecal (it) space. The hcp was wondering what the expected healing time for the dura after a catheter revision or replacement was. No further information regarding the catheter revision was provided. No further complications were reported or anticipated.